Event description:
The patient was reportedly experiencing poor performance. Device testing showed the device was functioning. Programming adjustments were made, however, these did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.